Event description:
It was reported that the burr was stuck in lesion. The target lesion was located in the severely calcified artery. A 1.25 mm rotapro was selected for use. During the procedure, it was noted that the rota burr was stuck in the lesion. The device was completely removed using a 7f guidezilla and a snare. The procedure was completed with another of the same device. There was no patient complications reported post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).